Event description:
It was reported that, during an unspecified knee surgery, when doctor was painting the femur, only green dots appeared with very little bone morph. Cleared all points and went back to recollect last anatomical landmarks. The surgery was not delayed. The patient was not harmed.

Manufacturer narrative:
H10: the device was being used during treatment when the green dots appeared but no mesh was generated. The log files and a case screenshot were returned for evaluation. The DHR was reviewed for software version (rc-5205) and it has been validated. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The relationship of the device and the reported event has been established. Review of the log files confirmed that the wrong end of the atlas bone was being registered to the free collection points causing the mesh be invisible. The root cause of the issue was due to a software failure and this issue is being investigated by the software engineering team.